Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on the distal end of the electrode.

Event description:
It was reported that within a few days of implant, the patient experienced diaprhagmatic stimulation, and the right ventricular (rv) lead exhibited intermittent undersensing and increasing/high thresholds. The lead was explanted and replaced. No further patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few days of implant, the patient experienced diaphragmatic stimulation, and the right ventricular (rv) lead exhibited intermittent undersensing and increasing/high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.